Event description:
Consumer called to report getting different readings and is not confident with the meter. Analysis run on clark error grid using competitive reading (118) as reference point vs bd readings (300) yielded data points in the c range of the grid, outside acceptable limits.